Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the pcs instrument involved with this complaint. Failure analysis investigation confirmed the customer reported complaint failure mode of broken cable. The instrument's pitch cable at the distal clevis hub was found to be broken. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. No other damage was found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. The customer reported complaint does not itself constitute a MDR reportable event; however, broken pitch cable found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the cable on the permanent cautery spatula (pcs) instrument broke. There was no report that any fragments from the instrument broke off and fell into the patient. The planned surgical procedure was completed and there was no harm to the patient.